Manufacturer narrative:
A review of the compliant and manufacturing documentation found no anomalies or deviations potentially related to the event occurred during the manufacturing process. This is a final report.

Event description:
A report that the patient's precision system was explanted was received. The patient stated that the device was not working for her. The patient's physician had no information regarding the explant.